Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address tibial loosening at the bone/cement interface. Depuy cement was used.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 17 june 2019 was reviewed on 10-dec-2019. (B)(6) 2016 :the patient underwent a left total knee arthroplasty. Attune implants were utilized with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2016: the patient underwent a revision of the left knee for increased pain post a fall (fell approximately a month prior to revision) and radiographic evidence of tibial plate loosening. Intraoperatively, the tibial plate was found loose at implant-cement interface and the patella was almost covered by scar tissue envelope. Scar tissue was removed and surgeon replaced patella, tibial plate and poly insert with depuy implants and depuy cement. No complications noted in revision doi: (B)(6) 2016; dor: (B)(6) 2016; (tibial, insert, patella).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.